Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Unfortunately I was one of the small percentage of people who had an anaphylactic reaction to your product. [Anaphylactic reaction] case description: this case was reported by a consumer via interactive digital media ((B)(6)) and described the occurrence of anaphylactic reaction in a female patient who received polident (polident (unspecified denture adhesive or denture cleanser)) unknown (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started polident (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting polident (unspecified denture adhesive or denture cleanser), the patient experienced anaphylactic reaction (serious criteria gsk medically significant and other: gsk medically significant). The action taken with polident (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the anaphylactic reaction was unknown. The reporter considered the anaphylactic reaction to be related to polident (unspecified denture adhesive or denture cleanser). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: this case was reported by a consumer via interactive digital media ((B)(6)) on 04 aug 2021. The consumer reported that "unfortunately I was one of the small percentage of people who had an anaphylactic reaction to your product."